Event description:
Olympus medical systems corp (omsc) was informed that during an unknown procedure using ues-40, the subject device became turned off suddenly. There was no error or warning sound when it started. There was no high frequency current output, and no display available. The subject device was replaced with another unit, and the procedure was completed. There was no health hazard. There was no problem in the fuse on the backboard. After replacing the inner power unit with another unit, the subject device returned to normal.

Manufacturer narrative:
The referenced ues-40 was returned to the olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed the subject device was not able to be turned on, as the user's report. A power unit maker is going to investigate the power unit, and the cause of this phenomenon. The ues-40 instruction manual already states; prepare a spare ues-40 as a backup to ensure that the procedure can be completed without complication in case a malfunction. If therapy is possible using non-electrosurgical equipment, it is also acceptable to prepare such equipment as a backup. Before each case, inspect this instrument as instructed below. Inspect other equipment to be used with this instrument as instructed in their respective instruction manuals. Should the slightest irregularity be suspected, do not use the instrument and see chapter 7, "troubleshooting". If the irregularity is still suspected after consulting chapter 7, contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage. This report is being submitted as a medical device report in an abundance of caution.